Event description:
A customer contacted physio-control to report that their device had powered itself off intermittently after providing shock to a patient during resuscitation. The customer advised that a back up device was available and was used on the patient. The patient associated with the reported event did not survive. The healthcare provider does not believe the device contributed to the patient outcome. A back up device was immediately used on the patient and the ECG rhythm was found to be non- shockable for the remainder of the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After replacing the battery pins as a preventative measure and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had powered itself off intermittently after providing shock to a patient during resuscitation. The customer advised that a back up device was available and was used on the patient. The patient associated with the reported event did not survive. The healthcare provider does not believe the device contributed to the patient outcome. A back up device was immediately used on the patient and the ECG rhythm was found to be non- shockable for the remainder of the event.